Event description:
It was reported that prostar xl suture placement was successful in a femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The suture was pre-placed using a 5fr sheath then upsized to a 18fr. Reportedly after the tavi procedure the 18fr sheath was removed; however, the prostar xl suture was also removed. The physician felt that the suture had not connected with the vessel wall and was above the vessel, resulting in the removal of the suture with the 18fr sheath. Hemostasis was achieved using a stent graft placed at the access site. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4) - guiding catheter/sheath selection. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device confirmed the reported failure to deploy the suture. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have affected the reported event. Reportedly, the suture was pre-placed using a 5fr sheath. The prostar xl instructions for use states: the prostar xl 10f pvs system is designed for use in conjunction with 8.5 to 24f sheaths. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.